Event description:
Davinci stapler not firing appropriately. When loaded with staples, the instrument did not fire the staple onto the field. Instrument still had 9 lives left out of 50. No harm to pt.